Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to displaying a battery depletion alert. A new device was implanted. No additional adverse patient effects were reported.